Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. , if there is any further relevant information obtained, a supplemental medwatch will be filed. Device evaluation: product was discarded at customer site, therefore, no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss (after the laser fired) occurred with a patient interface. The lot number is unknown. The surgery was completed successfully. There was no patient injury and/or surgical intervention required.